Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# va01zrb, product type lead. (B)(4).

Event description:
It was reported the patient had an infection and had their whole device explanted. It was stated the device was kind of working for the patient but not really and they contracted a (B)(6) infection upon implant. It was noted that everything was removed including the lead and the patient thought it was removed in (B)(6) 2013. Additional information from the healthcare provider stated perioperative antibiotics were administered and the infection started or was diagnosed in (B)(6), 2013. It was noted the patient did not have meningitis and they had symptoms or redness, swelling, and pain at the device pocket. It was reported a culture was obtained from the device pocket and the organism (B)(6) was cultured. It was stated the patient was given oral antibiotics and the infection resolved. It was noted the patient had a history of (B)(6) prior to implant.